Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum damage with leakage. The following information was provided by the initial reporter: on (B)(6) 2025, while administering an infusion to a patient, fluid leakage was discovered at the connection point. Inspection revealed that the positive pressure connector seal was sunken and unable to seal properly. Replace the positive pressure connector to ensure smooth liquid infusion process.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4186518. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.